Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella via left percutaneous femoral artery for mechanical circulatory support. A kink in the middle of sheath was reported. The pump was able to pass through and was removed at the end of case without issue. Vessel tortuosity was noted so that is why the medical doctor opted to place a long sheath. No patient harm was noted. Additional information was received. The long sheath was the only one that was used, but it did not have a kink in it before going inside the body. It kinked once inside the vessel. Only the serial number for the device that was used is known.